Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported volumes not reading correctly. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 03jan2019. Date received by manufacturer: 28dec2018. The customer replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.